Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history records is forthcoming. A f/u will be submitted with any relevant info.

Event description:
Adverse event: hypersensitivity. Onset of the adverse event: a few days after stent placement. Device issue: none. It was reported that a few days after a right coronary artery (rca) rx vision stenting procedure, the pt began to experience throat swelling, shortness of breath, chest pain, fainting and labile blood pressure. The pt also reports having a shocking, tingling feeling in the left arm and throughout the body, a left arm that feels hot but is cold to the touch, as well as concentration problems. A neurological exam was negative. The pt suspects that all these symptoms are due to an allergic reaction or hypersensitivity to the vision stent. Benadryl reduces the symptoms for a short period. Although requested, there was no add'l info provided.